Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patent had telemetry error as the remote control would not communicate with the ipg. The physician confirmed that the ipg was damaged during a cardioversion procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.